Event description:
The customer reported a false positive reaction with solidscreen ii anti-d blend. The customer could send us neither the sample nor the complained product. Our quality control laboratory tested the complained lot with different weak d positive and rh(d) negative samples. All reactions were correctly positive respectively "negative." We did not observe any false positive reactions. Due to the documented test result (photo) of the customer, we presume a handling failure of this customer. Testing of our quality control laboratory confirmed the correct function of the affected solidscreen ii anti-d blend lot. A review of the batch record documentation gives no hints to any irregularities which might have affected the quality of the complained lot negatively.